Event description:
A pt with chest pain presented at the hosp. Lab analysis for ck was 60 u/l and ck-mb 30 u/l using na heparin vials. These results were confirmed on re-test. The physician questioned the results, and samples taken along with the original were analyzed. The results were approx 2300 u/l for ck-mb using li heparin and red top serum vials. The pt is deceased, cause of death myocardial infarction. No add'l pt info is available.

Manufacturer narrative:
H3: device could not be evaluated since it was not returned by user. Retention samples also could not be evaluated since reporter did not provide lot specific info. Reporter did not want to pursue the event.